Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26-jun-2024.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and MRI. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Confirmed via ultrasound and MRI. Device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.